Event description:
Pt reported obtaining a blood glucose result of 293 mg/dl, while using the suspect device. Based on this value, pt delivered insulin (amount not provided). Pt stated that, approximately 2.5 hours later, they became confused and disoriented. Pt indicated that his family member checked his blood glucose, using the suspect device, and obtained a result of 248 mg/dl. Due to pt's symptoms, emergency medical services were contacted and upon their arrival (10 minutes later), pt's blood glucose measured 39 mg/dl (using paramedics' blood glucose monitor). Pt was reportedly treated with intravenous fluids (contents not provided) and food. Pt stated that he declined to be transported to the hospital for a additional treatment. Pt's current condition: "in good condition." Qc testing had not been performed on the system. Technical support requested the return of the suspect device and replacement product was shipped.